Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) patient was admitted to a hospital emergency facility due to a cardiac episode. The device provided three rescue shocks before the emts arrived. The device was turned off by a magnet application, approximately at the time of the patient's admission to the hospital, inadvertently. The patient was, later, externally rescued by defibrillation at the hospital before the device deactivation was discovered.